Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient called in because she "did not think stim was enough" and was "wet all night long". Patient stated she usually does well during the day but last night she was wet all night, patient stated she has never had symptoms like that before. Patient stated she had increased stim twice but got confused and stopped. Patient stated sometimes she has a then stated maybe burning was not the funny sensation "almost light a burning" right word. Patient synced with ins and confirmed stim was on . Patient increased stim from 2.5 to 2.7, reported stim was comfortable. No further complications were reported/anticipated.